Event description:
No additional event information to report at tis time.

Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under (B)(4).

Event description:
It was reported the patient was diagnosed with a peri prosthetic fracture. The patient was having more than normal pain at rehabilitation. There was no trauma or sudden pain reported. Patient had a CT scan that revealed a femoral fissuration with a 2-3mm subsidence of the stem compared to the direct post op radiograph. A cerclage of the femur was performed, and all implants maintained implanted.

Manufacturer narrative:
(B)(4). D10: 00877503602 bioloxâ® delta, ceramic femoral head, m, ã¸ 36/0, taper 12/14 unknown. 010000703 g7 bonemaster ltd acet shl 52e 7500034. 30103605 36mm i.d. Size e neutral liner 65619431. G2: foreign: belgium. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.